Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products continued: (B)(4) lead; (B)(4) lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient experienced diaphragmatic stimulation from the left ventricular (lv) lead. An x-ray observed a connection issue with the lead not fully inserted into the header of the implantable cardioverter defibrillator (ICD) device. It appeared the lead had moved back since implant. High impedance and no capture were also noted. A revision was performed to correct the connection. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.